Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for initial implant. During procedure, the left ventricular lead was unable to be implanted due to the patient experiencing diaphragmatic stimulation and loss of capture. It was noted that the issues were caused by the patient anatomy and no allegation of any malfunction of the lead. Several different positions were attempted but were unsuccessful. The lead was not implanted and removed. The procedure concluded without issue and the patient would continue to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found.